Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (10 mg/ml, 3.4 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was new to the hcp as of (B)(6) 2021. The patient was there for a dye study to investigate how the pump was functioning since the patient also stated the pump was not giving them the relief it once did. The patient stated they have fallen three times. The first time was in (B)(6) 2020. The other two times were unknown, but the patient thinks one might have been in (B)(6) 2021. The patient has lost between 15 and 20 pounds over the last year. The patient stated the pump was now in a different and uncomfortable position on their abdomen and it made it difficult for the patient to sit in an upright position. The pump was in the patient's right abdomen. The patient stated that every now and then, their stomach felt swollen and looked swollen. The patient stated there was a possible lump or swelling on their back near their main incision. The catheter access port (cap) was accessed and 3 ml of clear fluid was withdrawn in a syringe. Dye injected and no leaking was noted. The catheter tip was intact at t10. The catheter was noted to be looped in numerous loops at what appeared to be the anchor site in the back. No catheter appeared to be looped underneath the pump in the abdomen pump pocket. The pump application showed the reservoir should have 2.1 ml of medication. When the hcp accessed the reservoir, they were unable to withdraw any medication. The hcp set the pump to simple continuous at the lowest rate of 0.4 mg/day. The hcp ordered new medication for the pump. The patient was scheduled to come back to further assess and troubleshoot pump and catheter function.

Event description:
Additional information was received from the patient who reported that the device was not implanted right. She stated that it was pushing up against her ribs and a muscle below her pelvic area where there was a nerve and it was pushing against her hip, and it moved around. She stated that she had a full gi (gastrointestinal) appointment and they recommended that the pump be removed. She stated that she was nauseated constantly. Per the patient, two weeks ago wednesday they put saline in the pump and now she was taking perc 3 times per day and was also on a fentanyl patch. She stated that she was taking enough meds for a chemo patient. She stated that she did not know if her nerve was damaged but had had so much imaging done. She didn¿t feel pain, however, had spasms where the pump area was, and the pain started in (B)(6) 2020. Per the patient, the pump was delivering fentanyl, baclofen, and hydromorphone.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated no further assessments or troubleshooting conducted. The cause of the pump function issues was not determined. No actions were planned at this time.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: product type catheter product ID a810 lot# serial# unknown implanted: explanted: product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.